Event description:
On (B)(6) 2011, additional information was received from the physician when he reported that the patient was referred for battery replacement was end of service. The physician reported that there is no definite increase in seizures, that the patient has frequent seizure to start with. The physician also reported that the magnet does not always work to abort seizures on time. The physician has increased her seizure medications and the patient continues to have frequent seizures. The patient's settings as of (B)(6) 2011 were output=2.25ma/frequency=3hz/pulse width=250usec/on time=14min/off time=0.5min/ifi=yes. On (B)(6) 2011, the generator was at end of service. The physician said he couldn't tell the relationship of the patient's frequent seizures to pre-vns baseline levels as she has had vns for many years, even before she started seeing him. The physician stated that the patient is on rapid cycling which probably depleted the battery quickly. Although surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(4), 2012 when it was discovered that the vns patient had battery replacement surgery on (B)(6) 2011 due to end of service. Attempts for the return of the explanted generator to the manufacturer for product analysis were made but the hospital reported that it had been discarded.

Event description:
On (B)(6) 2011, a vns treating neurologist's nurse reported that the vns patient was experiencing an increase in seizures. The patient is being referred for prophylactic battery replacement. Although surgery is likely, it has not yet occurred. Good faith attempts for additional information from the physician have been made but no further information has been received thus far. The patient's programming history was reviewed and the last system diagnostics was performed on (B)(6) 2010 which showed results within normal limits and 2.2 years until end of service.